Event description:
It was reported, when locked proximally with the target bracket, the drill bushings do not hit the holes in the nail. The drill bushings run cranially to the locking options. This only applies to the interlock from medial to lateral or lateral to medial. Procedure completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with the mating device (03.043.029) and all the holes looks align. The overall complaint was not confirmed as the observed condition of the insert-handle radioluc long would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.043.024, lot number: 364p509, manufacturing site: haegendorf, release to warehouse date: 29-oct-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. A product jbl-nr-0011913 was opened for the affect batch and the issue is related to the glue: 50198136 epo-tek od2002 is replaced with a similar glue 50120765 epo-tek 353 nd which is used in similar products as the supplier was unable to supply the demand. This is not related to the issue in the pi. A product jbl-nr-0012201 was opened for the component 60112455 (pin) as the ctq feature (outer diameter) was not correctly cascade to the inspection plan. Inspection was performed before the blasting process and whereas the requirement was after the blasting operation. Pins are reinspected and the pins within the specification were released from hold. Therefore this is not related to the issue in the pi. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 lot, d10, e1 ( initial reporter and last name), h4. Corrected: d1, d4 primary UDI number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.